Manufacturer narrative:
Investigation summary: it was reported the syringe had a brown substance. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed and the syringe barrel has embedded degraded resin. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 309653, lot 2278699. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The frequency of inspections were increased to mitigate the embedded degraded resin escapes. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ tip syringe had a brown, foreign substance inside it. The following information was provided by the initial reporter: "customer states that there is a brown substance inside and outside of the syringes."